Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping. It was noted that the explant feature and beeping tones for out-of-range impedance were programmed off. Technical services (ts) reviewed the reports and noted that they were not sure why the device continued to beep. Ts found that the device's shock impedance was high out of range. It was noted that the impedance values have been gradually rising for several months. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. It was noted that a commanded shock was performed, and code 1005 had appeared, indicating there was an open circuit condition. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping. It was noted that the explant feature and beeping tones for out-of-range impedance were programmed off. Technical services (ts) reviewed the reports and noted that they were not sure why the device continued to beep. Ts found that the device's shock impedance was high out of range. It was noted that the impedance values have been gradually rising for several months. The device remains in use. No adverse patient effects were reported.